Event description:
A customer reported a false positive result on two cards while confirming a pt sample. The two cards produced a positive (+3) result in the anti-b microtube. A +4 reaction was seen in the anti-a and anti-b tubes as expected. An event of this type could lead to the misclassification of a donor's blood. There was no report of pt harm as a result of this event.

Manufacturer narrative:
A review of the batch records did not find evidence that supported card malfunction. The customer did not provide pt samples to mts for analysis. The abo discrepancies obtained by the customer was most likely due to a spontaneous agglutination of immunoglobulin-coated red cells due to cold/refrigerated sample. The customer did not run the recommended control as stated in the labeling in order to rule out false positive reactions. The most likely cause of this event is user error but the root cause remains unknown.